Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Date and diagnosis/indication of the initial surgical procedure when tvt was implanted? Other relevant patient comorbidities/concomitant medications? Were any concomitant procedures performed? Onset date / time of the pain from surgery? Location and character of the pain? What medical intervention was given for the pain management? Results? What was the reason for full mesh removal? Please provide date and surgical findings of mesh removal surgery? Was there any deficiency or anomaly of the mesh? If yes, please describe it. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Was the severe pain resolved after mesh removal surgery? Product code and lot number of tvt mesh? If applicable, will product be returned, return date, tracking information?

Event description:
It was reported that the patient underwent a sling procedure on unknown date and the mesh was implanted. The patient experienced severe debilitating pain and needed full removal of mesh in an eight hour surgery. Additional information has been requested.